Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained for three separate samples taken from a single patient using vitros immunodiagnostics products tsh reagent lots 5880 and 5900 in combination with a vitros 5600 integrated system. These results were low when compared to an externally tested sample from the same patient and a ft4 test performed on the third patient sample. The most likely assignable cause of the event is a sample interferent that affects the vitros tsh assay. Details of additional medication or supplements being taken by the patients were requested but the customer was unaware of any supplements the patient is taking. The customer believes the most likely cause of the discrepant results to be interference. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer did not provide details when requested. Ongoing tracking and trending of complaint data has not identified any signals to suggest a systemic quality issue with tsh lots 5880 or 5900. Although the customer did not perform precision testing, quality control performance observed on the instrument indicated the vitros 5600 integrated system performance was not a likely contributing factor to this event. The customer performed a separate correlation study with 56 patient samples that demonstrates that the results fall under clia guidelines of acceptability. The customer will perform additional testing to determine if there is a difference in reference interval for the vitros test against the external testing facility. The lower than expected vitros tsh patient sample results were reported. There was no allegation of patient harm as a result of this event. The customer is happy with both the instrument and kit lot performance and believes the likely cause of the lower than expected result is an interfering substance in the patient sample.

Event description:
A customer reported lower than expected results for three separate samples from a single patient obtained using vitros immunodiagnostics products tsh reagent pack in combination with a vitros 5600 integrated system. (B)(6). All results are below the vitros euthyroid range of 0.465-4.68 miu/ml, while the results are expected to be within the euthyroid range. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros tsh patient sample results were reported from the lab. There were no allegations of patient harm. This report is number 3 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).